Manufacturer narrative:
Correction: samples received: (B)(6) 2019. The following information has been updated: d.10: device available for eval? Yes. D.10: returned to manufacturer on: 2019-08-22. H.3: device returned to manufacturer: yes. H3 other text: see h.10.

Event description:
It has been reported that one bd intima-ii¿ closed IV catheter system has been found deformed after use. The following has been provided by the initial reporter: it's noticed that needle retraction difficult after needle was insert into the prn customer conducted a different test with the prn to confirm the results, the problem didn¿t occur.

Event description:
It has been reported that one bd intima-ii¿ closed IV catheter system has been found deformed after use. The following has been provided by the initial reporter: it's noticed that needle retraction difficult after needle was insert into the prn customer conducted a different test with the prn to confirm the results, the problem didn¿t occur.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 9023845. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally the submitted device was evaluated by our quality engineer, they attempted to replicate the reported failure mode by inserting an d retracting the needle from the prn , but were unable to detect any excessive resistance to this process. Unfortunately without the ability to observe the reported failure mode, the root cause for this complaint could not be determined at the conclusion of our review.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd intima-ii¿ closed IV catheter system has been found deformed after use. The following has been provided by the initial reporter: it's noticed that needle retraction difficult after needle was insert into the prn customer conducted a different test with the prn to confirm the results, the problem didn¿t occur.